Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented to the emergency department with a heart rate in the 40's. The device was checked and the right ventricular (rv) lead had an acute increase in impedances and an acute rise in pacing thresholds. Pacing outputs were increased until the rv lead was explanted and replaced. A chest x-ray and fluoroscopy were performed and there was no definitive lead damage observed. The lead was also tested via pacing system analyzer and the impedance measurements measured similarly to what was obtained preoperatively, through the device. The patient was hospitalized. No additional adverse patient effects were reported.